Manufacturer narrative:
A review of the manufacturing documentation associated with lot 1119221 presented no issues during the manufacturing process that can be related to the reported event. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(6) study, a month and seventeen days post implantation the patient was admitted to the emergency room (ER) with dyspnea and fever that were moderate in severity. The patient¿s medications were adjusted and the events resolved nineteen days after. The events were determined to be unrelated to both the index procedure and the procedure. Three months and seven days post implantation, the patient was admitted to the ER with pain in hands due to pre-existing rheumatoid arthritis condition. The patient¿s medication was adjusted and the event resolved eight days later. The event was moderate in severity and was determined to be unrelated to both the index procedure and the procedure. At the same time, the patient also had hypoglycemia due to diabetes and anemia. The patient suffers from type ii diabetes. The hypoglycemia event was determined to be mild in severity and unrelated to both the index procedure and the device. This event also resolved eight days later after the patient¿s medication was modified. The anemia was determined to be moderate in severity, unrelated to both the index procedure and the device, and also resolved eight days after the patient¿s admission. One month post implantation, the patient had debridement on both feet. Three months and twenty days after that, the patient was given pressure bandages and wound care. The event was moderate in severity, was possibly related to both the index procedure and the device. The event was ongoing. Four months and twenty days post implantation, the patient was admitted to the hospital with kidney insufficiency. The patient was given medication and the event resolved fifteen days later. The event was moderate in severity and was determined to be unrelated to both the index procedure and the device. Nine months and twenty-six days post implantation, the patient had a pulmonary embolism (pe) and expired. The event was determined to be severe in severity and unrelated to both the index procedure and the device. The embolic event did not occur at the target lesion. The patient met all the inclusion and exclusion criteria for the study. The target lesion was the right distal superficial femoral artery (sfa). The lesion length was 120mm and the target reference diameter was between 3.5-7.5 mm. The stenosis rate was 80% with no calcification. A retrograde puncture was made with a 5f sheath in the left common femoral artery (cfa). The lesion was pre-dilated with an unknown 5x100mm balloon catheter at seven atmospheres (7atm). An 8x150mm flex stent was successfully deployed at the lesion and post-dilated with an unknown 6x80mm balloon at seven atmospheres (7atm). There was no dissection noted and the residual stenosis was 0%. There were no procedural complications or adverse events that occurred during the procedure.

Manufacturer narrative:
The patient was enrolled in the open study, an 8x150mm flex stent was implanted in the right distal superficial femoral artery (sfa). One-month post implantation, the patient had wound debridement done on both feet. Three months and twenty days after that, the patient was given pressure bandages and wound care. The event was moderate in severity, was possibly related to both the index procedure and the device. The event was ongoing. The patient met all the inclusion and exclusion criteria for the study. There were no procedural complications or adverse events that occurred during the procedure. The patient has a history of diabetes. The lesion length was 120mm and the target reference diameter was between 3.5-7.5 mm. The stenosis rate was 80% with no calcification. A retrograde puncture was made with a 5f sheath in the left common femoral artery (cfa). The lesion was pre-dilated with an unknown 5 x 100mm balloon catheter at seven atmospheres (7atm). An 8 x150mm flex stent was successfully deployed at the lesion and post-dilated with an unknown 6 x 80mm balloon at seven atmospheres (7atm). There was no dissection noted and the residual stenosis was 0%. No additional information was reported. The device was not returned for analysis. A product history record (phr) review of lot 1119221 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿wound debridement¿ could not be confirmed due to the nature of the complaint. No procedural films or wound photographs were received for review. The exact cause could not be determined; however the patient has a higher likelihood of wound healing complications due to the history of diabetes. Diabetes can lead to damaged blood vessels this can lead to diabetic foot. Diabetic foot, often due to a combination of sensory neuropathy (numbness or insensitivity) and vascular damage, increased rates of skin ulcers and infection and, in serious cases, necrosis and gangrene. As per the potential adverse events/complications in the instructions for use (IFU), which is not intended as a mitigation, ¿complications may occur at any time during or after the procedure. Potential complications may include, but are not limited to: atheroembolization (blue toe syndrome), gangrene, infection and/or sepsis, intimal injury/dissection/rupture/perforation, ischemia requiring intervention (bypass or amputation of toe, foot or leg), limb loss, pain, restenosis of the stented segment, tissue necrosis, and worsened claudication/rest pain.¿ the phr review does not suggest that the events experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.